Event description:
Patient scheduled for surgery on (B)(6) 2017. In pre op IV tubing primed, hung at bedside until IV start completed. When attempting to connect tubing, IV set disconnected at stop cock with IV fluid spilling over floor. New tubing primed and old tubing discarded. Staff have been informed to check all tubing connections prior to priming tubing and connecting to the patient. Manager of clinical logistics notified of incident. He is to track and trend occurrences. The vendor has been notified. A vendor representative has evaluated the product and it has been deemed to not be defective. He has set up meetings with the surgical staff representatives to review the product and for them to sample a new product. An FDA medwatch voluntary report has been submitted. Reportable incident. No harm to the patient. Complete. Emb.